Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was not able to get a medication out for a patient. The customer stated that they tried to set patient as a temporary patient, but the medication was not showing up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to dispense medication. A technical support specialist dialed into the server, reviewed the patient profile and medication list, confirmed that the patient had already been discharged, and verified that no medication orders (tylenol 1000 mg or oxycontin) were present in the es system, the specialist requested the order ID for further investigation, but no update was received from the customer, and the case was closed due to lack of response.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was not able to get a medication out for a patient. The customer stated that they tried to set patient as a temporary patient, but the medication was not showing up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.